Event description:
I had my essure birth control device implanted in (B)(6) of 2008 after my third child. I was (B)(6) years old at the time. Since the almost 14 years since the implant I can report that I have had substantial weight gain of almost 100 pounds, chronic headaches, chronic fatigue, significant hair loss and went into early menopause. Prior to the implant, I was extremely regular with my cycle with monthly periods. At the age of 45 that had all changed quickly, my periods were irregular, heavy and often lasted 10-14 days. I ended up having a d&c about a year later and went into menopause a year after the d&c. Most recently over the last 2 years I have had severe itchiness all over my body, especially in my extremities with welts. I also have patches of vitiligo on my hands. I suspect now that I may have either an autoimmune disease or perhaps nickel poisoning from the implant. I need to make an appointment for further testing. FDA safety report ID #(B)(4).